Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 25 mg/dl. The customer was treated with glucagon shot. The customer was offered to troubleshoot for low blood glucose but patient declined. The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose at time of incident was unknown. The customer tried different spots and nothing seems to be working. The customer performed self-test and test completed. The customer was offered troubleshoot for transmitter but declined. The customer was advised to return lost sensor and advised we will send 2 sensors and 1 replacement.